Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional info has been requested. This report will be updated when the investigation is complete. This event occurred in foreign country. This is the same event as 1043534-2009-00305.

Event description:
Allegedly, revision was identified on the 2008 orthopaedic association annual report. Reason for revision unk.